Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on questionable results on i400+ serial number (B)(4), refer to medwatch with patient identifier (B)(6).

Event description:
The customer received questionable results for creatinine jaffe gen 2 (creaj) on one patient sample. The customer used a patient sample as a patient control between the cobas 6000 c501 (c501) and the integra 400+ (i400+). All sample results correlated between the two instruments except for creaj. All results are in mg/dl. The original result on the c501 was 2.0. This result was reported outside of the laboratory. The sample was then run on the i400+ serial number (B)(4) and generated an original result of 1.0 and a repeat result of 1.1. The sample was then re-run on the c501 and generated a result of 2.1. The customer does not know which results are correct. There was no adverse event. The customer indicated that the patient control samples from (B)(6) 2013 have all performed and correlated well. The customer believes the issue to be sample specific. The lot of creaj reagent in use was 67159701, with an expiration date of 07/31/2014. The field service representative determined the customer suspected the patient sample and a possible medication cross reaction. He checked the sampling and instrument performance. The customer also performed checks and did a precision run. The results were within specifications.

Manufacturer narrative:
The customer provided a sample for evaluation, which was measured with creaj and a gammopathy panel. The investigation determined there was an extremely elevated igm and the kappa/lambda ratio was above the normal range. The reaction kinetics were unusual and indicated the formation of a turbidity after the sample was pipetted. Gammopathy interference is mentioned in the package insert.